Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation ablation procedure. Reportedly, there was no suture seen with plunger removal for three prostyle devices. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.